Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified left posterior tibial artery. After a 0.014 inch guide wire crossed the lesion, a 2.0 mm x 220 mm x 150 cm coyote¿ balloon catheter was advanced for pre-dilatation. During inflation at the nominal pressure, the balloon was unable to completely inflate. So, the balloon was inflated up to 10 atmospheres; however, the balloon ruptured. The device was removed and the procedure was completed with a 2.5 mm x 220 mm x 150 cm coyote¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote balloon catheter. There was blood and contrast in the inflation lumen and balloon. The tip was damaged. Magnified inspection of the balloon revealed a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified left posterior tibial artery. After a 0.014 inch guide wire crossed the lesion, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilatation. During inflation at the nominal pressure, the balloon was unable to completely inflate. So, the balloon was inflated up to 10 atmospheres; however, the balloon ruptured. The device was removed and the procedure was completed with a 2.5mm x 220mm x 150cm coyote balloon catheter. No patient complications were reported.